Event description:
Customer's son called on (B)(6) 2014 and reported that "approximately 3-4 weeks ago" customer attempted to test using her adc blood glucose meter, but received an ER-3 message on the display. Caller further reported customer felt "confused and had a headache". Customer was transported by her family to a local healthcare facility emergency room, where blood was drawn for analysis (no result provided) and she was diagnosed with hyperglycemia. Customer was treated with unspecified "IV medications". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1384747) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. In addition, complaint data analysis has been reviewed for this product and issue. Review of the data shows no adverse trends have been identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.